Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response (atr) events due to far field over sensing of the right ventricular (rv) channel. Blanking period reprogramming was recommended for this patient. The pacemaker remains in service at this time. No adverse patient effects were reported.